Event description:
Customer alleges potentially falsely elevated troponin (tni) result with meter: date: (B)(6) 2012; time: 21:05; tni result: 0.11; panel: sob. Date: (B)(6) 2012; time: 22:17; tni result: <0.05; panel: cardiac. Pt had a chest x-ray. Results were not provided. Pt was not catheterized. No other treatment was identified. Multiple attempts were made to retrieve additional info from customer. Customer refused to further discuss pt's clinical outcome.

Manufacturer narrative:
Investigation pending.